Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the 3085 surgical table specifically, proper cleaning techniques; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite and spoke with user facility personnel regarding the reported event. The user facility informed the technician that the reported flame was observed when an employee entered the operating room. No patient was present during the reported event. The flame had "fizzled out" and the employee unplugged the cord from the table and unplugged the table from the or wall outlet before the fire department arrived. The technician inspected the surgical table and found that the table's ac power cord and plate inlet were burnt and melted. While onsite the technician replaced that ac power cord and plate inlet, tested the table, and returned it to service. Due to the observed rusting and dried chemical residue at the bottom of the table in close proximity to the power inlet, the root cause of the reported event can be attributed to exposure to liquid from cleaning. The 3085sp surgical table's operator manual (1-3) states: "caution: possible equipment damage: do not spray cleaning fluid into electric receptacles and avoid spraying directly onto override switches or into clearance space above column. Spray or drippage may settle onto electric circuits inside table causing corrosion and loss of function." The 3085sp surgical table was installed in september 2000 making this table approximately 18 years old and is not under steris service agreement for maintenance activities. A steris account manager will offer in-service training on the proper use and operation of the 3085sp surgical table specifically, proper cleaning techniques.

Event description:
The user facility reported that flames were observed on the cord and inlet of their 3085sp surgical table. The facility was evacuated, and the fire department was called. No injury was reported.